Event description:
It was reported that the patient was experiencing pain at the ipg site. On (B)(6) 2019, the ipg site was relocated. No devices were explanted or implanted during the procedure. The patient has therapy post operatively and the pain is resolved.